Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead presented to a hospital with pre-syncopal symptoms. There were pauses greater than 2 seconds noted. High rv pacing threshold measurements with diaphragmatic stimulation were noted as well. A lead revision was performed where the rv and right atrial (ra) leads on the right side were disconnected and the old, previously capped rv and ra leads on the left side were reconnected to the device. The physician decided to reposition the rv lead on the right side and perforated the heart. The patient survived and is doing fine. The rv and ra leads on the right side were explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A set screw mark noted on terminal pin; drag marks noted on terminal ring. Also, a cut in outer insulation likely due to removal of suture sleeve, explant. The lead passed the direct resistance measurement and pressure tests. However, the allegation could not be confirmed.